Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, the circuit breaker required re-setting. Unable to duplicate the complaint. Replaced the main switch on the rotaflow console as a precaution. Functional testing and safety checks were performed. (B)(4)

Event description:
On (B)(6) 2013, rotaflow console with serial number (B)(4) circuit breaker on the back of the unit tripped at medical college of (B)(6). The unit went into battery mode and re-set every few minutes. As a result, the console was changed out. There were no adverse effects on the patient. (B)(4)